Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event corrected lesion treated from lad to the ostium of 1st septal branch. (B)(4).

Event description:
It was reported that following a coronary artery stenting treatment procedure, the patient experienced angina and an occlusion. The target lesion was located in the proximal left anterior descending (lad) artery with 75% stenosis and was 9.0 mm long with a reference vessel diameter of 4.4 mm. The physician treated the target lesion with direct stent placement of a 4 mm x 12 mm taxus liberte stent with 5% residual stenosis. The patient was discharged the same day on aspirin and prasugrel. Five days after the index procedure, the patient was admitted with chest pain. Angiography showed a patent stent in the lad. However, there is a fairly large septal branch jailed by the stent and a long high grade occlusion after the diagonal branch, narrowing the lumen by 75%. The distal lad was treated with placement of a 2.5 x 23 mm non bsc stent with no residual stenosis. The right coronary artery was treated with placement of a 2.5 x 13 mm stent with no residual stenosis. Six days post index procedure, the lad was treated with balloon angioplasty and placement of a 2.0 x 8.0 mm non-drug-coated stent with no residual stenosis. The patient was discharged the next day on aspirin and prasugrel.

Event description:
It was further reported that 6 days post index procedure the ostium of 1st septal branch not the lad was treated with balloon angioplasty and placement of a 2.0 x 8.0 mm non-drug-coated stent with no residual stenosis.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina and an occlusion. The target lesion was located in the proximal left anterior descending (lad) artery with 75% stenosis and was 9.0 mm long with a reference vessel diameter of 4.4 mm. The physician treated the target lesion with direct stent placement of a 4 mm x 12 mm (B)(4) stent with 5% residual stenosis. The patient was discharged the same day on aspirin and prasugrel. 5 days after the index procedure the patient was admitted with chest pain. Angiography showed a patent stent in the lad. However, there is a fairly large septal branch jailed by the stent and a long high grade occlusion after the diagonal branch, narrowing the lumen by 75%. The distal lad was treated with placement of a 2.5 x 23 mm non bsc stent with no residual stenosis. The right coronary artery was treated with placement of a 2.5 x 13 mm stent with no residual stenosis. 6 days post index procedure the lad was treated with balloon angioplasty and placement of a 2.0 x 8.0 mm non-drug-coated stent with no residual stenosis. The patient was discharged the next day on aspirin and prasugrel.